Event description:
It was reported that the patient experienced multiple pump stop alarms. Log files were submitted for review. The log file captured a couple low speed and pump stop events on (B)(6) 2025 at 1606 while the patient was on battery power. It appeared that a previously reported short to shield damage had progressed to a phase to phase short with the potential for pump stop events on any power source. It was later reported that technical services were onsite on (B)(6) 2025 to perform a phase-to-phase driveline repair for the patient. The excised driveline was shipped for evaluation. The patient was said to remain in the hospital on an ungrounded patient cable until analysis was completed. Additional log files were submitted for review post repair after the patient experienced another pump off/ low flow alarm. It appeared that the phase-to-phase was not in the potion of the driveline that was excised. The log file continued to capture low speed and pump stop alarms on (B)(6) 2025 following the driveline repair on (B)(6) 2025. The alarms occurred on battery power which indicated that the damage was most likely internal. There were no other unusual events recorded in the log file event history. The pump was exchanged on (B)(6) 2025.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: evaluation of the submitted log file confirmed low speed and pump stop events; however, a direct cause for these findings could not be conclusively determined through this evaluation. A log file from the time of the reported event was submitted, which captured low speed and pump stop events while the patient was supported by batteries. Based on previous complaint experience, these events could be indicative of a potential issue with the driveline. A distal end driveline repair was performed by an abbott technical services representative on (B)(6) 2025. Approximately 18.5¿ of the external portion/distal end of the driveline was returned for evaluation. The outer jacket of the driveline, bionate and metal shielding were removed, and examination of the underlying wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. Superficial damage to the outer jacket of the driveline was also noted upon inspection. The driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. This test did not reveal any areas of current leakage. Following the repair, the patient was placed back on grounded power and experienced additional low speed and pump stop events, confirmed in additional submitted log files. The patient underwent a pump exchange on 10aug2025. Multiple attempts were made to obtain additional information, including product status, from the customer regarding the event; however, no additional information was provided. Heartmate ii left ventricular assist system (lvas), serial number (B)(6), was not returned for evaluation. The relevant sections of the device history records for (B)(6) and driveline, serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the instructions for use (IFU) and patient handbook can be found on the electronic IFU page of the abbott website. The heartmate ii lvas IFU, rev. B, is currently available. Section 6 ¿patient care and management¿ discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. Section 7 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. Section 8 ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. The heartmate ii lvas patient handbook, rev. C, is also currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.